Event description:
It was reported that the hl20 pump displayed the error message: "safety-s" during routine check. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "safety-s" during routine check. No harm to any person has been reported. According to the getinge field service engineer the issue was solved by restarting the pump, since then the error message was not displayed again. The technician will go back to the customer for further checks and to make sure the problem does not reoccur. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on the hl20 pump. The failure occurred during routine check. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-05. The pump was restarted, since then the error message was not displayed again. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service engineer the issue was solved by restarting the pump, since then the error message was not displayed again. The most probable root cause was that the position of the pump head was unknown. With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be also contributed to: wrong pump speed because of: wrong ratio between master-slave pumps due to communication error. Based on the results the reported failure "error message safety-s" could be confirmed. The device caused the complaint and was not able to work as per factory¿s specifications. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).